Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was having difficulty putting the stylets in and steering the right ventricular (rv) lead. Once placed the physician indicated the lead was giving low numbers for sensing. The physician thought theremay be something wrong with lead. The lead was removed, and an alternate lead was utilized providing similar sensing numbers as the first lead. The physician chose to retain the second placed lead and it remains in use. No patient complications have been reportedas a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The stylet/guidewire was kinked/buckled. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body t issue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a 14-58 gray stylet in the lead. There is a kink in the stylet at 43 cm. The lead was able to be passed through a 9 fr introducer. A fresh 14-58 gray stylet was able to be fully inserted into the lead without resistance. If information is provided in the future, a supplemental report will be issued.